Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. The insulin pump was programmed with multiple boluses and monitored. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's parent reported via phone call that they recently experienced a low blood glucose level possibly due to the infusion set. Customer's parent stated that the tubing snapped off from the top of the reservoir. Customer experienced the low episode in school after gym class. Customer mentioned that reservoir was completely empty and may have over delivery of insulin. Blood glucose level at the time of the call was in the 50's mg/dl and treated with glucagon. Customer completed troubleshooting. The insulin pump was replaced and returned for analysis.